Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system did not startup correctly during diagnostic procedure for cardiac arrhythmic patient, procedure was completed after restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed the system did not startup sporadically after switching on. Fse tested electrical system and confirmed that issue with host pc. To resolve the issue fse replaced host pc, re-import licenses and created backup. After the after troubleshooting issue was resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.